Manufacturer narrative:
(B)(4). Based on qc investigation, no failure was detected on the returned device. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 84-100mg/dl fasting. Verified test strips expire 07/28/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customers main concern is her meter registered 177mg/dl this morning and when performing a back to back test immediately results were 98mg/dl when viewing meters memory 98mg/dl did not appear. Time was not set correctly .